Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer returned pump for an alleged reservoir unable to lock into place, cosmetic damage located at the retainer ring and was hospitalized for high bgs found on (B)(6) 2020. Cosmetic damage was confirmed at the retainer ring. A cracked retainer¿was confirmed. Reservoir unable to lock into place was not confirmed. Unable to verify customer alleged for high bgs. Unable to perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the unknown blood glucose value. The current blood glucose value was 337 mg/dl. Customer reported retainer ring damaged and reservoir was not able lock into its place. Troubleshooting was performed. Customer does not report any symptoms related to hyperglycemia. Customer was hospitalized and was taken to emergency room to treat hyperglycemia. The pump was used within the 48 hours of the reported event and smart guard/auto mode was not active at the time of event. Customer confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. No further patient complications were reported. The device was returned for failure analysis.